Event description:
Additional information was received. A revision procedure was performed. This lead was successfully repositioned. Post procedure, this lead was programmed off as the patient is in atrial fibrillation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
When additional information regarding the revision procedure is received, this event will be updated.

Event description:
Boston scientific received information that an x-ray revealed this atrial lead was loosened and possibly dislodged. A revision procedure will be performed in the near future. The patient had received shock therapy and it was thought the issue maybe due to this lead and the associated right ventricular lead dislodgement. The patient remains hospitalized until the revision procedure is performed.